Event description:
It was reported that during an unknown procedure, could not open the jaw and the handle bit showed fully red. Had only fired seven of those clips by then. It suddenly was able to open its jaw after much fiddling. After removal from the patient, surgeon fired a few clips and they all deployed closed. Patient was fine post-surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results of the el5ml device found that it was received in good visual condition with the orange indicator wheel fully showing up. In an attempt to replicate the reported incident, the instrument was tested for functionality. Even though the orange indicator wheel was fully showing up, the device was cycled and it fed and formed two remaining clips as intended; in addition, there were difficulties to actuate the trigger due to excessive dried body fluids and the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the handle of the device. It is possible that the dried body fluids could have led to the difficulties to cycle the instrument and could have affected the lockout functionality of the device. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No conclusion could be reached as to what may have caused the malfunction of the indicator wheel.